Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high pacing impedances. The pacing configuration was changed from tip to ring to tip to can with a resulting normal impedance. There were no adverse patient effects reported. The system remains in service.